Event description:
According to the report, bioglue was used in a patient that underwent a post transbleph browpexy 5 months prior and developed a significant nodule that would not subside. Despite several steroid injections, the surgeon did not make any progress. Upon aspiration of the nodule, 0.5cc yellowish fluid was removed.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in a follow up report.